Event description:
It was reported that this device exhibited a battery depletion (bd) error on latitude. This occurred after the device had received a software update. The device has been implanted less than six years. Technical services discussed how this can happen with the new enhanced battery measurements for this model. There were no adverse patient affects. The device remains implanted.